Manufacturer narrative:
Subject: consumer reporting swab caused nasal bleed in qv sars otc -- tss collected patient information and escalated for regulatory review. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Consumer reporting swab caused nasal bleed in qv sars otc -- tss collected patient information and escalated for regulatory review.